Event description:
A customer reported that the adc device detached prematurely. The customer indicated that they experienced seizure and loss of consciousness. The customer was taken to the hospital where they were diagnosed with hypoglycemia and administered unspecified treatment.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.